Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The customer called to getinge representative and troubleshooting revealed that no other ap source was plugged in. The customer disconnecting the fo cable and reconnecting proved unsuccessful. The customer was doubtful that they could locate another cardiosave to switch the patient to. Brachial arterial transduced line was then plugged into the pump and was not successful in obtaining an ap. The getinge representative explained the last resort was to reboot the pump and that it would be best to do so only if they had another iabp in the room as the current pump was triggering off of ECG and supporting the patient as expected. The customer stated they would find another pump and call getinge back to help transition the patient to it. They returned a call 20 minutes later and had located another cardiosave for use. The getinge representative walked her through connecting to the new pump with minimal downtime and the new pump was operating as expected with fiber optic (fo) connection in use and operating as expected. The customer thanked the getinge representative for the help. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse performed autofill to ensure proper functionality. The fse reviewed the logs for errors, but did not find any. A fiber optic test was performed with no fiber optic sensor errors. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) lost the arterial pressure (ap) waveform and the pump showed, on the screen, that an external ap source was being identified. There was no adverse event reported.